Event description:
The suspect device result was 101 mg/dl. Pt felt ill and went to the doctor's office. The office meter read 488 mg/dl. Pt was treated with 10u of humulin r insulin. Controls were in range. The device was replaced and requested to be returned for evaluation.